Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the bottom case seal (lining) broke off and was contaminated. The right plunger case was cracked and had visible contamination inside the plunger head assembly. The tamper seal was broken. Review of the event history log (ehl) showed multiple force sensor test errors. The device was powered on as part of the functional test and the reported issue was duplicated. The force reading did not change when pressure was applied to the force sensor. The reported issue was caused by fluid ingression or contamination, as corrosion was found inside the plunger head assembly. As a result, the plunger head assembly, plunger tube, and plunger cable were replaced. Preventive maintenance was performed and passed all the functional test. The device software was updated to v1.6.5. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. B3 unknown.

Event description:
It was reported that the pump exhibited a force sensor test. No patient injury was reported.